Manufacturer narrative:
A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint. The central processing unit and software were determined to be the cause of the failure and recommended for replacement. Quote for the defective parts was provided to the customer and not accepted at this time.

Event description:
The 3rd party service representative reported the unit alarmed and lost the ability to mechanically ventilate during a repair. There was no report of patient involvement.